Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up episodes of post-sensed t wave oversensing recorded by the implantable cardioverter-defibrillator. The patient was stable. Further information was requested but not received.